Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-curonix device implanted has been ruled out as a potential cause. Additionally, migration, the patient having any contraindicating conditions, and severe force applied to the implant have been ruled out. The stimulator is used to treat pain. The cause of pain is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain in their foot and ankle. The programs on the transmitter assembly were not changed as the patient immediately wanted the device removed. An explant procedure was performed on (B)(6) 2025.